Event description:
The patient experienced a return of symptoms of increased spasticity and pain over the past 2-3 weeks. A therapeutic bolus was not given. The reporter believed the pump had no volume discrepancy noted at refill. The patient underwent an MRI to rule out a granuloma at the catheter tip. The hcp interrogated the pump following the MRI. A confirmed motor stall was noted in the attention dialogue box. The hcp programmed the pump to stopped mode and then back to a run state; the motor stall was still present. The pump was programmed to deliver compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc (B)(4) implanted: 2010-(B)(6) explanted: unk; catheter model 8598a (B)(4) implanted: 2011-(B)(6) explanted: (B)(4).

Manufacturer narrative:
(B)(4).